Event description:
Study. It was reported that during a coronary artery stenting treatment procedure, a dissection occurred. The index procedure attempted to treat a lesion (location unknown) in the coronary anatomy. The physician advanced an express2 2.25x16mm stent to the lesion. While attempting to cross, prior to deployment, a dissection occurred. The dissection caused the patient to become ischemic. The patient began to experience cardiac rhythm disturbances and the patient went into ventricular fibrillation. The patient was administered 1mg of adrenalin, 300mg of cordarone, and 1mg of atropine. After defibrillation, the patient's sinus rhythm returned. The physician repaired the dissection by deploying an unknown size coroflex stent. The patient's condition improved without any neurological injury or further sequeale. Other medications used during the procedure were 3000 units of heparin and a 17.2mg bolus of abciximab. The patient was given a loading dose of 300mg of plavix and 300mg of aspirin. The patient was discharged later the same day. The relationship of this event to the device is "possibly related". Additional information has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.